Event description:
It was reported that the implantable neurostimulator was turning off on it's own. The patient was able to turn it on using the patient programmer and it was reported to "work fine." No known accident or incident related to these incidents was reported.. Battery voltage was reported as 2.56, impedance readings >4000, ohms was reported on all or some of the unipolar pairs. Reprogramming showed "good" impedance readings on three pairs with the following readings remaining: 0-4, 0-5, 0-6, 0-7=>4000; 1-2=550, 1-3=647, 1-4= >4,000, 1-5= >4,000, 1-6= >4,000, 1-7=784, 2-3=515, 2-4= >4,000, 2-5= >4,000, 2-6= >4,000, 2-7=784, 3-4= >4,000, 3-5= >4,000, 3-6= >4,000, 3-7= >4,000 4-5=2007, 4-6= >4,000, 4-7= >4,000, 5-6= 2007, 5-7= >4,000, 6-7= 2007. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: lead model 3888-33, serial # (B)(4), implanted: (B)(6) 2005 explanted: unknown; lead model 3888-33, serial # (B)(4), implanted: (B)(6) 2005 explanted: unknown; extension model 748951, serial # (B)(4), implanted: (B)(6) 2005 explanted: unknown; extension model 748951, serial # (B)(4), implanted: (B)(6) 2005 explanted: unknown ; programmer model 7435, serial # (B)(4).

Event description:
Additional information. It was noted the device had shut itself off 6 times. The device was programmed around the contacts with high impedances. The reporter stated the patient's health care professional offered to revise the lead, but the patient was undecided how he wished to proceed at that time. The patient also had a shocking or jolting sensation during a computed tomography (CT) scan. The CT scan was paused and the patient turned the device off. The scan was then finished with no additional shocking. No further details were reported.